Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had pump error alarms. The customer's blood glucose was unknown. Customer states they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count and no motor movement noted during testing. The motor was tested outside of the device and passed. (B)(4).